Event description:
It was reported to covidien on (B)(4) 2010 that a customer had an issue with an insulin syringe. Customer reports, needle is breaking inside of the vial which occurs because the clinician is flicking the syringe in an attempt to remove air bubbles.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.